Manufacturer narrative:
The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient and her son received false positive results when testing with covid 19 at home test lot number 53k32t1t11. The customer has already submitted voluntary medwatch number mw5110020 to report the event on (B)(6) 2022. Four family members tested using the same covid 19 at home test kit box lot 53k32t1t1. Testing was performed at 3:35 p.m. On (B)(6) 2022. The first patient (mother) and her son both received positive results. The father and daughter received negative results. A little after 5 p.m. On (B)(6) 2022, the family tested again using a different covid 19 at home test kit box. All family members had negative results. The lot number of this test kit box was requested, but not provided. At around 12:15 p.m. On (B)(6) 2022, the family all received polymerase chain reaction (pcr) testing. All results came back negative. The test kit had no signs of tampering to the box when received by the customer. All the kits were sealed with the safety seal. The test kits were stored in a drawer at room temperature and were not exposed to extreme temperatures, extreme moisture, or sunlight.

Manufacturer narrative:
The investigation could not identify a product problem.